Event description:
Boston scientific received information that the patient with this pulse generator (pg) underwent an unknown heart surgery. The local field representative indicated that the device was ordered to be programmed to aai from ddi. It was subsequently reported that patient experienced a syncopal episode that required cardiopulmonary resuscitation after the programming change was made. Additional information indicated that the device was reprogrammed back to ddd. There were no other adverse patient effects reported to the local field representative. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.